Manufacturer narrative:
No samples were returned by the customer in support of this complaint. Information on maximum and minimum filling levels had now been provided to the customer to show the position of acceptable fill on the tube.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes over filled.